Event description:
During a nose repair procedure, the anchor broke during insertion. The surgeon pre-drilled the mandibular prior to the anchor being inserted. The broken anchor was removed from the patient, which caused a five minute delay. The surgeon used an additional twinfix anchor to complete the procedure. No patient injury or complications were reported. The intended use of this anchor is for the shoulder, foot, ankle, elbow, wrist, hand and knee; and not for maxillofacial surgery.